Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the access was calcified and there was difficulty with the perclose proglide closure system and a cutdown was performed. During the cutdown, a dissection occurred and was repaired using a patch prior to advancing the dcs. A new valve was loaded on a new dcs and was successfully implanted. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)